Event description:
Doctor was using the mouth gag on a (B) (6) female patient when the rubber tip came off and rolled to the back of the patient's mouth. The patient was not hurt and the tip was retrieved.